Event description:
Patient reported ever since they started with the byte aligner treatment they have suffered from a variety. Their teeth are ultra sensitive, gums bleed and jaw feels out of alignment. At check in patient marked true to: discomfort: true, excessive bleeding: true. Inflammation: true. Blisters: true. Gingivitis: true. Sensitivity: true. Loose: true. Discolored: true. Sensitivity: true. Recent dental work: false. Tongue thrust: true. Wisdom teeth: true. Root resorption concerns: true.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.